Manufacturer narrative:
A ge service rep performed an on site investigation. The power plug was repaired during the service call. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported the system would not boot up. There is no report of death of serious injury associated with the complaint.